Event description:
It was reported by the customer stating that during a breast biopsy, as the physician was attempting to fire the probe into the breast, their mammotome shut down. They removed the probe from the breast, rebooted and completed the case with no consequence to the patient.

Manufacturer narrative:
Information unavailable at this time.